Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.

Event description:
It was reported that variable r wave sensing was observed. Lead dislodgment was noted via x-ray. The lead was explanted and replaced when repositioning was unsuccessful. There were no adverse event to the patient.